Event description:
Additional information received on 6/15/026 for mw5187691 to update to non-death status/non-code blue status. I am writing to request a correction to the medwatch form 3500 that I submitted on may 1, 2026. In section b (adverse event, product problem), item b2, I inadvertently selected "death." This selection was made in error. The product did not contribute to the patient's death, and the "death" designation does not accurately reflect the circumstances of this report. Based on my review, none of the available outcome selections in this section apply to this incident.

Event description:
Patient was on a jet ventilator with an low pressure alarm began to sound, staff attempted to troubleshoot problem. Unsuccessful attempts at troubleshooting ventilator, 24 hour manufacturer hotline called for tech support, low pressure alarm persisted. Patient switched to a different ventilator, upon reviewing jet ventilator, it was noted that cassette tubing was damaged.